Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Inconsistence of device and label. This case is from the health authority. It was reported that before the operation, the physical batch number of the product does not match the batch number on the certificate of conformity and the outer packaging. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, it was reported that ¿inconsistence of device and label. This case is from the health authority. It was reported that before the operation, the physical batch number of the product does not match the batch number on the certificate of conformity and the outer packaging. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.¿ the product was not returned to depuy synthes, however photos were provided for review. Visual analysis of the photo revealed that the delta cer head 12/14 32mm +1 had different numbers on the label and device; the device has etched the lot number 4533962, and the label has the lot number 4274551. Some etched device part numbers and lot numbers may not correspond to the part numbers or lot numbers on the device¿s primary packaging / labels (i.e. On the pouch, tyvek, or box). The etched / labeled part-lot difference is common and expected for many depuy synthes devices. The numbers etched on the device are assigned by the manufacturing site prior to proceeding to the sterilization step. The lot number shown on the label corresponds to the sterile packaged product code and lot number and is used for final distribution. A DHR review was requested to confirm the traceability, as a result, there is full traceability between both the depuy work order number (B)(4) and the device lot number 4533962 as the device lot is received into depuy with a lot number which is 7011853038 through the certificate of conformance. The ceramic product also contains a 2d barcode which confirms the traceability. Therefore, it is not possible to confirm an inconsistence of the information between the femoral head and labels. A manufacturing record evaluation was performed for the finished device [136532310/ 4274551] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified during manufacturing. The overall complaint was not confirmed as the observed condition of the delta cer head 12/14 32mm +1 would no have contributed to the device issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device [136532310/ 4274551] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified during manufacturing.